Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 describe event or problem. D2a common device name.

Event description:
It was reported that there were concerns regarding premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.